Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus cannot conclusively determined the cause of the patient's outcome. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document on 08/04/2016 which states," patient underwent a surgical procedure during which a laparoscopic power morcellator was utilized, underwent a surgical procedure during which a laparoscopic power morcellator was utilized, which caused the spread and recurrence of endometriosis."